Event description:
The user facility reported that during an ureteroscopy procedure to remove a kidney stone, a 1 cm portion of the guidewire's distal tip "broke-off" while trying to manipulate the wire "past the blockage." Reportedly, the detached piece of material was retrieved under fluoroscopy. However, the stricture in the patient's ureter was determined to be "too tight" so the procedure was terminated. There were no further reported complications and the patient was scheduled to be brought back for further treatment to resolve the blockage at a later date.

Manufacturer narrative:
Results: is based on evaluation of user facility information; is based upon evaluation of reserve samples. Conclusions: is based on evaluation of user facility information; is based upon evaluation of reserve samples. The involved device has not been returned for evaluation. Therefore, the failure investigation was based on assessment of user facility information and representative retained samples. Inspection and testing of the retained samples found no defects or anomalies and product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the glidewire due to excessive manipulation against resistance during the procedure. The potential for such an event is addressed in the warnings/precautions section of the instructions-for-use. Specific statements in the instructions-for-use include: "failure to abide by the following warnings might result in ... Breakage/separation of the wire, that may necessitate retrieval. If any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).